Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction alarm #8: blood leak (photoactivation chamber). Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g507 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot g507 for the reported issue shows no trends. Trends were reviewed for complaint category, alarm #8: blood leak (photoactivation chamber). No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. Mc: (B)(4). P.t. (B)(6) 2019.

Event description:
The customer called to report they received an alarm #8: blood leak (photoactivation chamber) alarm during the treatment procedure. The customer stated the alarm was received at the start of the procedure with less than 100 ml of whole blood processed. The customer stated they inspected the photoactivation module and did not find any leaks. The customer aborted the procedure and did not return blood to the patient. The customer reported the patient was stable and will start a new treatment with a new kit. The customer did not return the product for investigation.